Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed cartridge alarm 35 and arranged for a replacement pump to be sent. The customer will continue using the current pump as backup therapy. Instructions were provided for putting the pump into storage mode and returning it to tandem. The customer acknowledged all instructions and will return the problematic pump within 10 days using the provided ups return box and pre-paid label.